Event description:
Per the clinic, on (B)(6) 2014 the patient was administered general anesthesia to facilitate fluid extraction at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.